Event description:
Event description cpi received information that this bipolar lead was exhibiting a sensing problem in the bipolar mode. The physician elected to reprogram the lead to unipolar sensing.